Event description:
This report is for two unknown rods.

Event description:
Patient had surgery on (B)(6) 2010 and received synthes hardware. Reportedly, the rods failed and the patient underwent a second surgery on (B)(6) 2012 where both rods were removed. A third procedure was performed on (B)(6) 2013 for a hernia. No additional information is available. This report is for an unknown rod. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown rod. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This report is for two unknown rods.

Manufacturer narrative:
The date of awareness for the previous report for this incident (first follow-up) was reported incorrectly as (B)(6) 2013. The correct date should be (B)(6) 2013.